Event description:
Dealer said the chair intermittently goes into drive lock out when the seat is all the way forward and down. He wants to order and replace the mercury switch and tilt recline actuator module. No injury.